Manufacturer narrative:
Reference record: (B)(4). Additional information added to sections outcomes attributed to adverse event, event & relevant tests/laboratory data.

Event description:
Additional information received indicates that the perforation occurred due to physician's mistake. On (B)(6) 2019, patient was discharged from hospital.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastric perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient has been at the hospital for duodopa titration period. On (B)(6) 2019, patient experienced abdominal pain. It was reported that the patient had an ultrasound scan and endoscopy which showed perforation of stomach wall which was thought to have occurred during the peg tube placement. On (B)(6) 2019, the peg-j tube was removed. There was no problem with the tube reported.